Event description:
During a laparoscopic nissen fundoplication the lcs 15 worked for several minutes then would not coagulate properly. The lcs 15 was not saved for inspection. The hand piece was tested and operating appropriately. There was no consequence to the pt. The case was completed with a product by another co.